Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3006108336 - 2023 - 00033, 3006108336 - 2023 - 00034, 3006108336 - 2023 - 00035, 3006108336 - 2023 - 00036, 3006108336 - 2023 - 00037, 3006108336 - 2023 - 00038, 3006108336 - 2023 - 00040. G2 : foreign: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately four to six months after the initial surgery, several anchors pulled out and migrated or loosened and lost function. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was further reported through additional follow-ups, that the zimmer biomet device was found to have no issues or be involved in the event. Competitor product was revised. Therefore, this event will be made not reportable. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is no problem found as the reported zimmer biomet product was incorrectly reported on the per and was not used during surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported through additional follow-ups, that the zimmer biomet device was found to have no issues or be involved in the event. Competitor product was revised. Therefore, this event will be made not reportable.